Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. As a direct and proximate result of the defendants' conduct,(pt) have suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/ replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Patient later requested medical records of the lead replacement and stated "it just blew up."

Event description:
It was reported patient received 3 inappropriate shocks. Impedance found to have increased from baseline to >3000 ohms in one day. Hcp felt lead "broken" and replaced it. No further patient complications reported as result this event. Attorney later alleges patient suffered physical and other injury as a result of the recalled lead and defendants' conduct. (Pt) experienced inappropriate and/or excessive shocking or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. As a direct and proximate result of defendants' wrongful conduct, (pt) has sustained and will continue to sustain severe physical injuries and/or death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages.